Event description:
Additional information was received from the patient and the patient representative on (B)(6) 2026. The patient representative called back reporting that they got a letter from the manufacturer and was not sure how to answer the questions. The caller stated that the patient had the gallbladder surgery back on (B)(6) and that they had their therapy turned off for the surgery. During the call, the caller was very confusing due to speaking too fast and the patient joined in the conversation. The patient stated that they had their therapy turned on after their surgery, but they felt their stimulation a lot, so they had their stimulation turned down. The patient then clarified that since then, they'd been having to go as often as they did even before they had their ins. The patient mentioned that they hadn't been able to meet up with their hcp and that they were also told that their surgery may have messed up their ins. The patient also mentioned that sometimes during surgery, their therapy wouldn't work for a while and that at one point, they turned their therapy off then called for "support" to get an MRI. The caller was very difficult to understand in the last statement and the agent did their best to document important details of the call. The agent also reviewed general therapy information and redirected the caller to the hcp to further address the issue. The caller stated that they will contact the hcp first then call back if they need to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member and a patient who was implanted with an implantable neurostimulator (ins) for u rinary/bowel dysfunction. It was reported that about 3 days or so ago the patient had an MRI. The patient was at the hospital now for reasons unrelated to the device (gallbladder removed). They were having to go to the bathroom a lot more often. They wanted to make sure the device was turned back on after the MRI. The agent walked the caller through how to connect the handset and communicator to the stimulator. The caller had to hang up because the healthcare provider (hcp) came in the room, and they would call back. The agent asked who the doctor's managing doctor was and they said they were at a rehab hospital. The patient representative called back and the agent walked the patient representative through connecting with the implant during the call and therapy was on at 4.5 ma on program 3. The patient said they didn't feel stimulation and they were having to go to the bathroom more often and had already gone 10 times today. The patient confirmed they were having urinary frequency and said that was something the device was put in to help with. The patient representative said they felt like the stimulation was already at a high level and the agent reviewed information with the caller. The patient changed to program 4 and increased stimulation to 4.1 ma and didn't feel stimulation. The patient said the last time they felt stimulation was whenever they last adjusted their stimulation. The patient decided to keep stimulation at 4.1 ma where they didn't feel stimulation. The patient said they would talk to their managing physician if symptoms didn't improve and acknowledged that symptoms returned after getting a gallbladder surgery. The patient said they were still in rehab recovering from the surgery.

Manufacturer narrative:
H6: correction to coding was made to reflect changes in labeled adverse events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.